Event description:
Complainant alleged that the medics were attempting to defibrillate a patient (age and gender unknown) in cardiac and respiratory arrest but the device would not discharge and displayed a "bridge test failed" message. Paramedics responded to a patient who was unconscious and attached the device using multifunction electrodes and monitoring electrodes. The paramedic was monitoring the patient's displayed ECG in lead ii and observed a ventricular-fibrillation heart-rhythm. The paramedic charged the device and administered a 120 joule shock to the patient and converted the patient's heart-rhythm. Several minutes later the patient's displayed heart-rhythm had reverted to ventricular-fibrillation and the paramedic then charged the device and administered a 200 joule shock to the patient. The paramedic then charged the device again and attempted a third shock of the patient however, the device would not discharge and a "bridge test failed" message was observed on the device display screen. The paramedic continued to treat the patient with the device and completed the call. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.